Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented with white screen on their system controller. No alarms were reported and the patient did not change anything in their routine prior to seeing the whitened screen. The controller was exchanged for a functional backup controller.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the lcd screen on the system controller (serial number: (B)(6)) not functioning as intended was confirmed. The controller was returned for analysis in unremarkable physical condition. The lcd screen was noted to be completely white when the controller was powered on. The controller passed all other functional testing as intended. The screen was replaced, and the issue resolved, isolating the issue to the lcd screen. The downloaded log files did not show any interruption of controller¿s ability to support the pump as intended due to the screen issue. The root cause of the reported event was determined to be due to an issue with the lcd screen; however, the root cause of the lcd damage was unable to be determined. The device history records were reviewed and revealed no deviations with manufacturing and qa specifications. The heartmate 3 left ventricular assist device (lvas) instructions for use (IFU), rev. D and the heartmate 3 patient handbook, rev. A are currently available. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Section 6 of the patient handbook "caring for the equipment" describes how to care for and clean all equipment, including the 14v battery clip. Additionally, section 10 entitled ¿safety checklists¿ instructs users to regularly inspect their accessories ¿ including their battery clips ¿ for damage, and to replace any equipment that appears damaged or worn. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.